Event description:
On (B)(6) 2023 I had an anterior lumbar interbody fusion. After a few months I was suffering from severe pain in my lower back and was having complications walking, sitting, standing etc. After bringing this to the attention of my orthopedic surgeon, I had a computed tomography scan done and upon his review, it was determined that the hardware was defective and "broken". As a result, I have had to have a revision/removal/reinsertion done on (B)(6) 2024. The manufacturer is (B)(6), and have no information regarding the hardware. (B)(4).